Manufacturer narrative:
(B)(4). Product evaluation: no analysis results available; device not received for evaluation.

Event description:
It was reported that the ¿surgeon was doing a dilation of choanal atresia on a patient which was a (B)(6) baby. During the procedure the tip of the bur snapped off. Tip was eventually located [and retrieved].¿ there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.